Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on and would not charge the battery. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter would not power on and he was unable to charge the battery; he was unable to obtain a blood glucose reading. The patient took the action of taking a decreased dose of insulin. Afterwards, the patient experienced the symptom of sweating. He did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.